Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
Coopervision received a "request for a vigilance report on a medical device" from (B)(6) mpa on 21-jan-2015 regarding an event that occurred on (B)(6) 2014. The eye care practitioner (ecp) relates on the (B)(6) report that the patient was seen for a central corneal ulcer and because of the location the ulcer could have had compromised vision. The follow up medical case report made by the ecp to coopervision relates visits on (B)(6) 2014. There was mild epithelial staining over both eyes throughout. The diagnosis is viral keratitis. Lens rest was ordered from (B)(6) 2014. The ecp relates on this report that there were no permanent conditions, no medical intervention to preclude permanent injury and no temporary sight conditions. Lenses were not returned and the lot numbers are unknown. The patient's father relates in the sweden report that the patient was given 2 types of antibiotics and cortisone. This event is being reported in an abundance of caution on the original report of central corneal ulcer and medical intervention. No additional medical information is expected and therefore this is submitted as a final report.